Event description:
The customer contacted ameda inc on (B)(6) 2015 to report being burned on her left inner ankle when the batteries she was using in the purely yours breast pump leaked from the battery compartment onto her ankle. She states hearing a loud pop from the pump base before the event occurred. The burn site is red, smaller than the size of a dime and was slightly uncomfortable on the day of the occurrence. She reports the area scabbed over by the next day. Customer washed the burn site with cool water and applied an ice compress to the area. She did not contact her healthcare provider.

Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g. Battery acid, was observed on one set of the batteries returned. Internally, no signs of foreign substance, burning, melting, or charring were observed. The returned batteries were observably damaged (these were not installed in the pump). The second set of batteries returned demonstrated no leaking and were installed in the correct configuration. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative ends reversed.